Event description:
It was reported that patient had a pump stop on (B)(6) 2023. The patient was asymptomatic. There was no other alarms. Parameters were in within normal limits. The log file review captured a pump stop on (B)(6) 2023 at 11:26. Additional information was provided that the nurse on the floor stated that they pressed the hematocrit (hct) setting tab, not the pump stop tab. It appeared that the pump stop button was pressed on the system monitor. The pump was off for around 3 seconds and then resumed operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump stop event. It was communicated by the account that the patient had a pump stop on (B)(6) 2023 while asymptomatic. The patient¿s parameters were within normal limits. The nurse on the floor recalled having pressed the hematocrit settings tab on the system monitor, but not the pump stop button. The submitted log files were reviewed. The pump stop button on the system monitor was pressed on (B)(6) 2023 and was released within 3 seconds. The system alarmed for low flow and lvad (left ventricular assist device) off until the pump stop button was released, and the pump resumed operation at the set speed without issue. Of note, the stored hematocrit value was changed on (B)(6) 2023, the day before the pump stop, and remained at that value through the end of the controller event log file. The system appeared to be operating as intended, and there were no other notable events or alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4 ¿system monitor¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.